Event description:
Reporter stated the display of the blood glucose monitor is defective, and this interferes with viewing the therapy information. The blood glucose monitor was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
No product was returned for evaluation; therefore, no investigation could be performed. Device was not returned to manufacturer.

Manufacturer narrative:
The event occurred in (B)(6).